Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation did not duplicate the alleged ¿no power¿ issue. The display screen was determined to be damaged due to moisture ingress inside the pump affecting an electronically erasable programmable read-only memory circuit and processors.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump had not power after being worn while bathing. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.